Event description:
The customer observed a falsely depressed hemoglobin result for one post-operative patient on the cell-dyn sapphire analyzer. The initial sample was collected from the lower limb arterial blood and resulted with a hemoglobin of 9.5 g/dl. The second sample, collect the following day and from the lower limb venous blood, resulted with a hemoglobin of 6.6 g/dl. The second result did not match the clinical condition of the patient so the sample was recollected and rerun and resulted in a hemoglobin of 9.7 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.